Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No investigation or root cause analysis could be conducted given that no complaint sample or lot number was provided.d5 was unknown.

Event description:
It was reported that after the scheduled infusion was complete there was a remaining infusion volume. No patient injury was reported.